Event description:
Caller reported patient had an unknown scs device, and the ins was removed, but the leads left implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).